Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer three days post installation of the syringe. The customer replaced the syringe with a new syringe and no further errors occurred and the issue was resolved. Additionally, the customer reported there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.